Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms could not be confirmed through this evaluation. The submitted reference photos of ¿cg low voltage 1¿ and ¿cg low voltage 2¿ appears to capture the reported low voltage and power cable disconnect alarms. The pictures were inconclusive in determining a root cause of the captured alarms. Additional information communicated on 27jan2021 indicated the reported low voltage and power cable disconnect alarms began to occur on (B)(6) 2019. The alarms continued, which lead to a system controller exchange on january 13, 2021. The reported alarms recurred on the new system controller. Additional information communicated on 05apr2021 indicated the system controller is not expected to be returned at this time. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller was shipped to the customer on 27oct2016. Patient handbook, operating manual, instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Under low voltage advisory and low voltage hazard alarms. Low voltage advisory alarm is a yellow battery symbol with 1 beep every 4 seconds. Low voltage is a red battery with continuous audio tone. Under power cable disconnected. One of the power leads is disconnected. Check for loose power leads. If on pm power, check that power lead is not disconnected or damaged. Check that the system controller power lead is damaged. Patient handbook, operating manual covers replacement of the system controller during emergency that includes step 11 describing how to start the system controller using the backup system. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient presented with low voltage alarms since (B)(6) 2019. The low voltage alarm disappeared without intervention. The patient more recently appeared with power cable disconnect alarms despite a physically connected cable. A computed tomography (CT) scan was performed but no fractures were evident in the cable. The controller was exchanged. The patient reported no further alarms on the new controller. As time passed, more low voltage alarms appeared for no apparent reason. Although there were no hemodynamic consequences in the patient, the patient's family wished consultation on the multiple alarms. The alarms sometimes occurred on battery power and sometimes when changing position while lying down when powered by the power module. The patient was occasionally indifferent to activity. The controller was to be returned. The account suspected that the controller was the cause of the issue. The controller was exchanged on (B)(6) 2021. Pictures of the driveline and of the power cable disconnect alarm screens on the system monitor were provided. Log files were not available. Additional information was requested but not provided. When low voltage alarms were reported in (B)(6) 2020, the following measures were recommended: cleaning battery clips, exchanging batteries, and checking the current in the patient's house. The alarms seemed to improve following these actions. The low voltage alarms began to appear again some time later. The controller exchange was made some time later when the low voltage alarms became more frequent. The driveline disconnect alarms were first noted in (B)(6) 2021 despite the driveline being physically connected to the controller. The patient was hemodynamically stable at home. No events were reported with the patient. The patient lives in a town 5 hours from the implanting center. The patient's town usually has ups and downs in electricity availability and reliability. This may be why the initial low voltage alarms presented in (B)(6) 2020. Log files were not available. The low voltage alarms and power cable disconnects began on (B)(6) 2019. The controller was exchanged on (B)(6) 2021. The alarms represented on the new controller. The patient did not undergo a CT scan. The patient underwent a fluoroscopy of the percutaneous line and a photograph was sent with findings. A fluoroscopy was performed to see the integrity of the driveline but the pump never stopped or showed low flow alarms with hemodynamic repercussions. The device was working well despite the fact that it continued to show low voltage alarms. The patient was at home. The patient was asymptomatic. The controller was to be returned. Additional follow ups were to be made with the patient. The clinical coordinator recommended that the account download log files at the next clinic visit.